Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high threshold measurements. A lead dislodgment was suspected. A revision procedure was performed and the lead was explanted and replaced. During extraction of the lead blood was suspected to be between the lead coils. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found abrasion sleeve on the lead was bunched. It was also noted that the is-1 pin had cuts corresponding to the suture sleeve, most likely due to removal during the procedure. Lumen was noted to be in the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.